Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pediatric patient implanted with this subcutaneous cardioverter defibrillator (s-ICD) received 41 inappropriate shocks over 22 episodes. The patient was walking at the time. The shocks were due to a morphology change that resulted in t-wave oversensing. X-rays showed the system placement was the same as at implant. Captured s-ecgs showed the morphology change was reproduced at higher heart rates of about 120 bpm. The device was programmed off pending additional troubleshooting, an exercise test, and resolution. Additional information was received. The patient had received inappropriate therapy while programmed to the primary vector and the device had therefore been reprogrammed to alternate, when additional inappropriate shocks were received due to the morphology change that occurred at higher heart rates. The patient was hospitalized for about one week with therapy programmed off. A new screening was performed and it was observed that the secondary vector did not exhibit any t-wave oversensing, even when the patient performed exercises including walking up stairs, squats, and running on the treadmill. The primary and alternate vectors both showed obvious t-wave oversensing. Therefore, the device was reprogrammed to secondary, with a single zone at 250 bpm. Therapy was programmed back on and the patient was discharged to home. If another inappropriate shock occurs, the physician will replace the s-ICD with a transvenous system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pediatric patient implanted with this subcutaneous cardioverter defibrillator (s-ICD) received 41 inappropriate shocks over 22 episodes. The patient was walking at the time. The shocks were due to a morphology change that resulted in t-wave oversensing. X-rays showed the system placement was the same as at implant. Captured s-ecgs showed the morphology change was reproduced at higher heart rates of about 120 bpm. The device was programmed off pending additional troubleshooting, an exercise test, and resolution. Additional information was received. The patient had received inappropriate therapy while programmed to the primary vector and the device had therefore been reprogrammed to alternate, when additional inappropriate shocks were received due to the morphology change that occurred at higher heart rates. The patient was hospitalized for about one week with therapy programmed off. A new screening was performed and it was observed that the secondary vector did not exhibit any t-wave oversensing, even when the patient performed exercises including walking up stairs, squats, and running on the treadmill. The primary and alternate vectors both showed obvious t-wave oversensing. Therefore, the device was reprogrammed to secondary, with a single zone at 250 bpm. Therapy was programmed back on and the patient was discharged to home. If another inappropriate shock occurs, the physician will replace the s-ICD with a transvenous system.